Event description:
Edwards lifesciences maintains an implant patient registry. This registry is a patient tracking mechanism for serialized edwards implantable devices (bioprosthetic heart valves and annuloplasty rings), rather than a true post-market surveillance registry. Through the registry, edwards is notified when these devices are implanted. In addition, patient and/or device status may be reported to the registry via the implantation data cards. The information is received from various sources (e.g. Surgeon, hospital, and patient family members) and is not received in the form of a conventional "customer complaint." The information reported may or may not be related to the edwards device. In this case, it was reported that the ring was explanted after an implant duration of approximately 7 months due to severe regurgitation and considerable pannus. Additionally, operative findings noted that the ¿mitral valvuloplasty ring was well seated. The posterior leaflet appeared restricted much more so then at her previous operation. The anterior mitral leaflet was somewhat thickened again considerably more so than at her previous operation. There was considerable pannus covering the annuloplasty ring suggestive of a more vigorous inflammatory process than normal. The anterior mid annulus was also quite retracted anteriorly and towards the left.¿ the ring was explanted and the patient's mitral valve was replaced with an edwards bioprosthetic valve.

Manufacturer narrative:
Extensive pannus overgrowth cover annuloplasty ring. Additional manufacturer narrative: the causes of re-operation for a failed annuloplasty repairs are well documented in the literature. Re-operations are primarily the result of a progression of disease or technical failures and are not related to product malfunctions. Unlike prosthetic heart valves, annuloplasty rings are an adjunct to the valve repair. Based on the information provided, it appears that this patient had been experiencing progression of her mitral valve disease. There was also pannus growth covering the annuloplasty ring. Unfortunately, the root cause of this event cannot be confirmed without the sample device. The device history record (DHR) review was completed and this device passed all manufacturing and sterilization inspections. No further actions are possible with the available information.